Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When attempting to place zisv6-35-125-8.0-40-ptx in the proximal part of the sfa, it sliped out of place to proximally during deployment and ended up being placed inside the sheath. The sheath was removed and the misdeployed stent was removed from it. The sheath was reinserted and a device from the same lot was placed without any problems. Physician's comment: this appears to be a defect as it was used normally. Sales rep's comment: I honestly think it was a technical error. [Additional information] 4-1 are images of the device of procedure available? No image available 4-2 was the approach ipsilateral or contralateral? Ipsilateral 4-4 was pre-dilation performed ahead of placement of the stent? Yes 4-5 was post-dilation performed after the placement of the stent? Yes 4-6 details of the wire guide used (name, diameter, hyrdophyllic)? Unknown 4-7 details of access sheath used (name, fr size, length)? Unknown 4-8 was the device flushed before the procedure, as per IFU yes 4-9 what was the target location for the stent? Sfa 4-10 was the patient's anatomy tortuous or calcified? No 4-11 was resistance encountered when advancing the wire guide or delivery system to the target location? No 4-13 did the stent delivery system cross the target location? Yes no health hazard and the patient was recovered.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted to update annex codes due to engineering input received on 15-apr-2025. "The distal end of the stability sheath was not inside the access sheath. Which could potentially have caused the stent to possibly jump/move during deployment and end up inside the introducer sheath" .

Manufacturer narrative:
Device evaluation: 1 unit of lot c2213414 of zisv6-35-125-8.0-40-ptx was returned opened not in its original packaging. Through the investigation it was clarified that during the deployment process the stent deployed inside the introducer sheath. The device related to this occurrence underwent a laboratory evaluation on 02 april 2025. Observations from the lab evaluation were as follows. Kink noted on outer sheath approx. 29cm from white distal tip. Curvatures observed at distal end of both proximal and distal inner. Device flushes with no issue. 0.035 inch wire guide passes through device as intended. Stent not returned and no other issues observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the japanese packaging insert c-ci1502m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: ¿note: the distal end of the stability sheath should be inside the access sheath¿ there is evidence to suggest the user did not follow the japanese packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was determined from the available information. It is known from the information provided that the distal end of the stability sheath was not inside the access sheath. This could have caused the stent to jump/move on deployment and end up inside the access sheath. Not inserting the distal end of the stability sheath into the access sheath results in the delivery system not being adequately held in place during deployment which can lead to the stent ¿jumping¿ or being suddenly released from the delivery system. It is possible that the kink noted on the outer sheath and curvatures observed at distal end of both proximal and distal inner during the lab evaluation could have occurred during the deployment attempt or during the transport returns process as it could be observed that the device was returned not in its original packaging. The user has not complied with the requirements of the japanese packaging insert with respect to the intended use of the device. Use error complaints are considered foreseen misuse. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the japanese packaging insert, it is not possible to predict how the device will perform or function. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Another device from the same lot was placed without any problems. Complaints of this nature will continue to be monitored for similar event.

Event description:
A supplemental report is being submitted due to completion of the investigation on 25-jun-2025.